Event description:
As reported by the (B)(4) registry after post-dilatation during the index procedure, the patient experienced reflex change. Onset was sudden and the recovery was partial with minor residual. It was diagnosed as a tia. The patient had 3 previous tia's with each resulting in left arm weakness and numbness. A 6 fr shuttle sheath introducer was used in the procedure. There was a tight seal between the sds and the tuohy borst (hemostasis) valve of the sheath introducer/ guiding catheter during aspiration and the user aspirate prior to contrast injections. There was no thrombus noted pre or post-deployment. The angioguard was in place when the adverse event occurred. The neurological symptoms occurred immediately after stent deployment. There was no post-dilatation. The patient was treated with an export catheter and nitroglycerine. The patient had left hand sensory deficit and there were no recommendations for further care or rehabilitation at the time of discharge. The patient also had a spasm that was treated with nitro. The patient was symptomatic at the time of the study procedure. Pta was performed on a 65% occluded lesion in the proximal right internal carotid of 20mm in length in a 5.0mm vessel diameter. The lesion was ulcerated and the arch type ii. A 6mm medium support angioguard embolic protection device was successfully deployed and the lesion was pre-dilated. A 7x40mm precise pro rx was successfully deployed at the target site. There was no dissection noted and the residual diameter stenosis measured 10%. The patient was discharged on the following day.

Manufacturer narrative:
The complaint received states that this (B)(6) study patient underwent carotid stent implantation and experienced arterial spasm and tia (transient ischemic attack) during the procedure that was adjudicated as a cva. This is a (B)(6) female with medical history including hyperlipidemia, hypertension (systolic>140, or diastolic>90, or requiring medication)] and 3 previous left sided tias. Heparin was administered during the procedure. Aspirin and clopidogrel were administered pre and post-procedure. As reported by the (B)(6) registry after post-dilatation during the index procedure, the patient experienced reflex change. Onset was sudden and the recovery was partial with minor residual. It was diagnosed as a tia. The patient was symptomatic at the time of the study procedure. Pta was performed on a 65% occluded lesion in the proximal right internal carotid of 20mm in length in a 5.0mm vessel diameter. The lesion was ulcerated and the arch type ii. A 6mm medium support angioguard embolic protection device was successfully deployed and the lesion was pre-dilated. A 7x40mm precise pro rx was successfully deployed at the target site. A 6 fr shuttle sheath introducer was used in the procedure. There was a tight seal between the sds and the toughy borst (hemostasis) valve of the sheath introducer/ guiding catheter during aspiration and the user aspirate prior to contrast injections. There was no thrombus noted pre or post-deployment. The angioguard was in place when the adverse event occurred. The neurological symptoms occurred immediately after stent deployment. There was no post-dilatation. The patient was treated with an export catheter and nitroglycerine. The patient had left hand sensory deficit and there were no recommendations for further care or rehabilitation at the time of discharge. The patient also had a spasm that was treated with nitro. There was no dissection noted and the residual diameter stenosis measured 10%. The patient was discharged on the following day. The devices were unavailable for analysis. (B)(4). The complaints of arterial spasm and cva were investigated, and there is no evidence to suggest there were any manufacturing issues that contributed to the reported events. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Local vasospasm can be caused by the outward radial force and axial friction of the filter's basket, or by the device manipulations inherent in any procedure causing endothelial irritation. A carotid vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the brain. This may lead to cva symptoms such as reflex change. Treatment of arterial spasms may include medications such as nitrates and calcium channel blockers. Cerebrovascular accident is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Cva is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. Cva occurs when the blood supply to part of the brain is interrupted. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2010-00943 and 1016427-2010-00153.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient underwent carotid stent implantation and experienced arterial spasm and tia (transient ischemic attack) during the procedure. This is a (B)(6) female with medical history including hyperlipidemia, hypertension (systolic>140, or diastolic>90, or requiring medication)] and 3 previous left sided tias. Heparin was administered during the procedure. Aspirin and clopidogrel were administered pre and post-procedure. As reported by the (B)(4) registry after post-dilatation during the index procedure, the patient experienced reflex change. Onset was sudden and the recovery was partial with minor residual. It was diagnosed as a tia. The patient was symptomatic at the time of the study procedure. Pta was performed on a 65% occluded lesion in the proximal right internal carotid of 20mm in length in a 5.0mm vessel diameter. The lesion was ulcerated and the arch type ii. A 6mm medium support angioguard embolic protection device was successfully deployed and the lesion was pre-dilated. A 7x40mm precise pro rx was successfully deployed at the target site. A 6 fr shuttle sheath introducer was used in the procedure. There was a tight seal between the sds and the tuohy borst (hemostasis) valve of the sheath introducer/ guiding catheter during aspiration and the user aspirate prior to contrast injections. There was no thrombus noted pre or post-deployment. The angioguard was in place when the adverse event occurred. The neurological symptoms occurred immediately after stent deployment. There was no post-dilatation. The patient was treated with an export catheter and nitroglycerine. The patient had left hand sensory deficit and there were no recommendations for further care or rehabilitation at the time of discharge. The patient also had a spasm that was treated with nitro. There was no dissection noted and the residual diameter stenosis measured 10%. The patient was discharged on the following day. The devices were unavailable for analysis. (B)(4): lake region lot number 06419856 is cordis lot number 70510510. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 06419856. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15237464 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot 15237464. No nonconformance records were issued for this lot. The complaints of arterial spasm and tia were investigated, and there is no evidence to suggest there were any manufacturing issues that contributed to the reported events. A carotid vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the brain. This may lead to tia symptoms such as reflex change. Treatment of arterial spasms may include medications such as nitrates and calcium channel blockers. Review of the information suggests that patient and procedural factors may have contributed to the reported events. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2010-00943 and 1016427-2010-00153.

Manufacturer narrative:
Concomitant devices: precise pro rx us carotid system, catalog number pc0740rxc, lot number 15237464 and export catheter. Concomitant medications: heparin was administered during the procedure. Aspirin and clopidogrel were administered pre and post-procedure. Nitroglycerin was administered to treat to spasm and tia. This product is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2010-00943 and 1016427-2010-00153.

Manufacturer narrative:
Additional information was received from the cec that the previously reported tia was classified as a cva, minor, ipsilateral, ischemic/embolic. It was device and procedure related. Per the meeting minutes, 'imaging showed a spasm as well as a low flow state with minimal flow in the ica via the filter. Per the meeting minutes, 'imaging showed a spasm as well as a low flow state with minimal flow in the ica via the filter. Intra-arterial ntg was injected. According to the catheterization report, during the interval when there was a minimal antegrade flow in the right ica, the patient became unresponsive. An export catheter was passed twice with aspiration of debris from the basket. That next contrast injection showed a slightly improved flow. There also appeared to be eccentric spasm just above the filter. Additional intra-arterial ntg was administered, and the basket was retrieved and removed. Contrast was injected, confirming restoration of flow with mild residual spasm. After antegrade flow was restored, the patient began responding appropriately, but had left arm and hand weakness. Final imaging confirmed a good result with restoration of antegrade flow, a 10% final residual stenosis with no dissection and no spasm present. The catheterization report noted that the distal intracerebral vasculature was unchanged compared to pre-procedure. At the end of the procedure approximately at 11:45, the patient had residual left hand weakness and numbness. She was admitted to the ICU. The pre-procedure neurological exam on noted an nih stroke scale score of 0 and a rankin stroke scale score of 1. It was noted that at 18:00, the patient reported marked improvement in her symptoms and no numbness. She was able to raise her left arm and her hand grip was rated as 4/5. The patient also noted the symptoms had been similar to her prior tia. On (B)(6) 2010, the nih stroke scale score was 2 (attributions not specified) and the rankin stroke scale score was 1. The patient progress note of (B)(6) 2010 at 11:10 reported nih stroke scale score of 2 with the following report: "patient had extinction [?-illegible] of left hand and decreased proprioception and minimal left hand weakness" and noted that the patient was planned to be discharged on that same day. The site reported an event of tia on (B)(6) 2010 with unknown duration of deficits and partial recovery with minor residual deficits. The patient was discharged on (B)(6) 2010 on asa and clopidogrel. A brain imaging test results for this neurological event on (B)(6) 2010 were requested from the site. In response, the site submitted source documents for the admission on (B)(6) 2010. On this date the patient presented to the emergency room for recurrent left arm weakness and was admitted for further evaluation and anticoagulation. Per the history and physical report, the episode started at 11:30, lasted close to 1 hour and was resolving. According to the discharge summary, at the time of admission, her symptoms began to improve, and completely resolved "prior to her discharge." She was not a candidate for the IV tpa treatment due to rapid improvement of her symptoms. A head CT scan on (B)(6) 2010, according to the radiology report, revealed no indication of acute ischemia, no hemorrhage, mass or mass effect and noted symmetric density of the middle cerebral arteries; there was no ischemic edema. The report further noted findings of minor small vessel changes in the subcortical left frontal white matter. A cta of the neck and brain and a CT perfusion study on (B)(6) 2010 were performed. A cta revealed a 1.9 mm stenosis in the right ica with minimal diameter above the stenosis of 3.8 mm with no hemodynamically significant stenosis elsewhere. The perfusion data demonstrated no asymmetry of blood volume, blood flow or mean transit time between sampled right and left hemisphere. A follow-up head CT scan on (B)(6) 2010 revealed no acute abnormality and was reported a stable study compared to a CT scan on (B)(6) 2010. The discharge summary indicated that the patient was switched from heparin drip to subcutaneous levanox for bridge to coumadin until her inr reached therapeutic levels. The discharge summary further noted that she was discharged from the hospital on (B)(6) 2010 on levanox and coumadin with a plan to have pt inr to be drawn on (B)(6) 2010; the discharge summary document, however, had a note that the patient was admitted on (B)(6) 2010 and discharged on (B)(6) 2010. The site did not report new event of tia on (B)(6) 2010. At the 30 day follow-up visit on (B)(6) 2010, the nih stroke scale score was 0 and the rankin stroke scale score was 0. She was continuing on asa and clopidogrel, and prasugrel had been added. The form reported no new maes since index discharge.' Additional information is pending and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2010-00943 and 1016427-2010-00153.